Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having lung disease, lung cancer stage 2-b and the patient passed away. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having lung disease, lung cancer stage 2-b and the patient passed away. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device was evaluated by the manufacturer's product investigation laboratory (pil) and was unable to confirm the customer's complaint. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. Tech confirmed failed mfts posttest results for flow verify, control pressure and monitor pressure steps. Tech has determined that the mt3 sensor component of the suspect unit's sensor pca drifted out of spec due to contamination issues. Tech observed an e-195 error code in the initial event log download and confirmed that the internal battery in the unit had become faulty.